Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #1). An additional emdr was submitted to represent the bard/davol ventralex st (device #2). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). On (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #2). The patient is making a claim for an adverse patient outcome against the ventralex (device #1) and ventralex st (device #2). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
Ther\e is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct 510(k). Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2010) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d1, d3, d4, d6b (date of explant), g1, g3, g6, h2, h4, h6, h10, h11. Corrected field: g4 (PMA/510(k). This supplemental emdr represents the bard/davol -ventralex (device #1). An additional supplemental emdr was submitted to represent the bard/davol - ventralight st using echo ps (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #2). The patient is making a claim for an adverse patient outcome against the ventralex (device #1) and ventralex st (device #2). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with left flank hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per op notes, "a ventralex mesh (device #1) was placed and sutured." (B)(6) 2013 - patient was diagnosed with recurrent left flank hernia thereby underwent laparoscopic repair with the implant of ventralight st using echo ps (device #2). Per op notes, "adhesions were taken down sharply and a ventralight st using echo ps (device #2) was placed and tacked." (B)(6) 2016 - patient was diagnosed with recurrent left flank hernia thereby underwent open repair with the explant of mesh (device #1 & #2) and implant of synthetic mesh. Per op notes, "the old mesh (device #1 & #2) were excised, and a synthetic mesh was placed and sutured."